Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of angina and stenosis is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received stating that the patient was treated with fluid infusion. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014 the patient was hospitalized for chest tightness. Coronary angiography showed bilateral vascular lesions. It was reported that a 3.5x33mm xience xpedition stent was deployed in the mid right coronary artery (rca) with 80% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient was re-hospitalized for angina. Angiography showed restenosis in the original stent. Balloon angioplasty and transfusion were given. The patient was discharged at an unknown date. The patient is in good health. No additional information was provided.